Manufacturer narrative:
Ps425678. Fisher & paykel healthcare (f&p) requested the return of the subject sleepstyle auto CPAP to f&p new zealand for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in australia reported that the pins from the power socket of a sleepstyle CPAP was found to be stuck in the mains inlet socket of the power cord and that the sleepstyle auto CPAP cannot be used. There was no report of patient harm.

Manufacturer narrative:
(B)(4). Method: the complaint sleepstyle CPAP was received at fisher & paykel healthcare (f&p) in new zealand where it was visually inspected. Results: visual inspection of the sleepstyle CPAP confirmed that one of the pins was pulled out from the mains inlet socket (power socket) of a sleepstyle CPAP. Conclusion: the reported incident was traced to an issue in the assembly process of the supplied mains inlet socket. The supplier of the mains inlet sockets was notified, and they have made changes to the assembly process. As part of our ongoing product improvement initiatives, a gauge test was implemented which identifies and rejects any potentially faulty mains inlet sockets during the assembly of the sleepstyle. The subject sleepstyle was manufactured prior to implementation of these measures. Our user instructions that accompany the f&p sleepstyle state the following: - "do not use if the device, power cord, or accessories are damaged, deformed or cracked" - "do not pull on the power cord as it may become damaged" - "turn the device off at the power supply, then remove the power cord from the rear of the device".

Event description:
A distributor in australia reported that the pin from the power socket of a sleepstyle CPAP was found to be stuck in the power cord and that the sleepstyle auto CPAP cannot be used. There was no report of patient harm.